Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. In addition, broken wires were found in the electrode just before the electrode ground ring. The photographic imaging inspection confirmed broken electrode wires near the electrode ground ring. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed broken electrode wires near the electrode ground ring due to tensile breaks. It is believed that the failure of this device was caused by the broken electrode wires found in the electrode ground ring region. It is believed that these breaks caused the out of range impedances reported. Advanced bionics will continue to monitor for failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing impedance issues. Revision surgery will be scheduled.